Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, after clip deployment the starclose se device was removed from the anatomy but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device revealed the device was partially deployed with the plunger fully depressed and the thumb advancer almost fully advanced. The sheath was completely split and the vessel locator wings were deployed. The garage tube was also distally positioned with the clip exposed on the carrier tube. This confirmed the reported event of hemostasis not being achieved. The probable cause for the displaced garage block is related to operational context during the sue of the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.